Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure of a new left ventricular lead, the patient became hypotensive and developed pericardial effusion. A pericardial drain and subxiphoid pericardial window was performed. No additional information was available at this time.